Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when attaching the proximal and distal colon during an open and laparoscopic colostomy reversal, the anvil detached from the stapler. The surgeon confirmed proper use of the device but the anvil still detached even when the black knob was turned two turns until the click. The anvil also fell into the patient¿s cavity and was left behind until retrieved with laparoscopic graspers. The surgical time was extended to 30 minutes since they had to fish out the anvil that was left behind the colon.